Event description:
It was reported that the patient experiencing presyncope, presented remotely via merlin.net transmission. Reviewing the transmission revealed that the right ventricular lead exhibited noise. It was noted that the patient had suffered a fall during golfing. The lead was explanted and replaced. The patient would be followed normally.

Manufacturer narrative:
Final analysis found a short due to an insulation anomaly, due to suture sleeve being too tight.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.